Event description:
The patient reportedly experienced a decrease in performance and sound perception problems. The patient was seen by a company representative. Programming recommendations were made. It was recommended that the patient have a CT scan. The CT scan showed partial extrusion of the electrode array. The patient's c1 device was explanted. The patient was reimplanted with another adanced bionics cochlear implant.